Event description:
Reporter alleged the active system blood glucose meter generated a result which is outside the reading range of the meter. The reading range of the meter system is 10-600 mg/dl. The location of the alleged incident was not provided. Customer stated the system meter read 900 mg/dl as well as 1700 mg/dl when testing was performed at different times; however, these values were not found in the meter memory. Customer indicated not having any high or low glucose symptoms when the values were obtained. As a result, no actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent. Active system: meter and active test strip lot number 22950532 with an expiration date of 03-31-2008.

Manufacturer narrative:
The suspect product is the active meter.